Event description:
It was reported that the pump was prophylactically removed to avoid in-vivo battery depletion. It was indicated that there was no patient injury. There was no trouble-shooting performed. The drugs delivered via pump were bupivacaine and hydromorphone.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump found pump motor gear train anomaly and residue. Corrosion and wear and lack of lubrication were also found.